Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age at time of event not available. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the part # 03.037.010 / lot # 9167359 manufacturing site: (B)(4), manufacturing date: 12. Jan. 2015, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail - advanced (tfna) procedure surgeon had difficulty removing the cannulated connecting screw from nail after the procedure and couldn't get it off. It was reported that surgeon had to apply a lot of pressure to disengage the connecting screw from the nail. Upon further inspection, the reporters opinion, the connecting screw seemed to be cross threaded. It was also noted that there was another cannulated connection screw that seemed to have the same issue, but was not used. Procedure was successfully completed. A surgical delay of 5 minutes was reported and patient/status outcome was reported as ¿stable.¿ this report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed ¿ the connecting screw (03.037.010) does not show any significant damage along the threads, and when the connecting screw¿s functionality was tested with a tfna nail, the device functioned as intended. The connecting screw may have not been inserted correctly, or may have been cross-threaded by the surgeon during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.